Event description:
It was reported that this left ventricular (lv) lead exhibited failure to capture and high thresholds. This lead was explanted and replaced. This lead is not expected for return. No additional adverse patient effects were reported.